Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during an esophagectomy procedure that the clip fell out. Another device was used to complete the case. There were no adverse consequences to the pt.